Event description:
Customer reported receiving an error alarm on the insulin pump and stated that the keypad was unresponsive. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No error alarm could be verified due to the keypad anomaly. The insulin pump was received with minor scratches on the display window.